Event description:
Philips received a complaint on the v60 ventilator indicating that there was a check vent: ventilator restarted code and software exception code that occurred. The device was reported to be in use at the time of the reported problem. In the good faith effort (gfe) response from the customer, it was stated that the patient information was asked but unknown (asku). No patient or user harm reported. The remote service engineer (rse) informed the customer that the v60 service manual states when these alarms occur in conjunction with each other, no action or repair is required. In a good faith effort (gfe) response from the customer, it was confirmed that the device had been returned to use following the remote service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.